Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "ironically, 5 years out after double knee replacement with this system, my right knee is more painful and less functional than pre surgery. I also have nerve damage from one of the pins used to hold the device in place on my thigh. Admittedly, my left knee had same exact procedure and is fine."